Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported when flushing the carto vizigo¿ 8.5f bi-directional guiding sheath - small and pulling out the dilator, the hemostatic valve became separated. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the procedure was able to be completed. There was no patient consequence reported. Additional information was received on the event. The hemostatic valve detached and lodged in the sheath hub. The hemostasis valve remained in one piece. Only the hemostatic valve detached from the sheath. The sheath was not used on the patient as it was being prepared by the scrub technician. Therefore, air did not enter the patient¿s body and did not require percutaneous or surgical removal. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported when flushing the carto vizigo¿ 8.5f bi-directional guiding sheath - small and pulling out the dilator, the hemostatic valve became separated. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the procedure was able to be completed. There was no patient consequence reported. Additional information was received on the event. The hemostatic valve detached and lodged in the sheath hub. The hemostasis valve remained in one piece. Only the hemostatic valve detached from the sheath. The sheath was not used on the patient as it was being prepared by the scrub technician. Therefore, air did not enter the patient¿s body and did not require percutaneous or surgical removal. The device evaluation was completed on 01-apr-2022. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. It should be noted that product failure is multifactorial. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and the physical damage observed in the dilator suggest that excessive force was applied. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions and recommendations on inserting the dilator into the vizigo sheath: -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. -if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).